Event description:
A patient reported blood glucose results of 16.4mmol/l and 12.4mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.